Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 35 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer's pump did not turn on after being removed and customer getting treated for the low blood glucose. The customer received emergency medical assistance due to high blood glucose a few hours after the low blood glucose incident. The customer was at 600 mg/dl at the time of the high blood glucose. The customer experienced high symptoms such as ketones, confusion, and vomiting. The customer was given manual shots to treat the high blood glucose. The insulin pump will not be returned for analysis.